Manufacturer narrative:
A2 date of birth: 1956. Device evaluated by MFR: nc emerge mr, ous 4.00mm x 8mm catheter was returned for analysis. A visual and tactile inspection found multiple hypotube kinks, and no issues identified with the shaft polymer extrusion. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. Bumper tip showed no signs of distal tip damage. Microscopic analysis observed a perforation in the outer lumen, 4.1cm from the distal tip. The device was dissected as a result and when the inner lumen was removed from the outer lumen it was noted that the perforation was present in both wire lumens at the same location. A microscopic examination of the distal and proximal markerbands identified no damage. Wire insertion test was performed wherein the device could not be loaded on a 0.014-inch guidewire due to the damage on the inner lumen. No other device issues were identified during returned product analysis.

Event description:
Reportable based on device analysis completed on 20aug2025. It was reported that difficulties occurred while loading the wire. During preparation of a 4.00mm x 8mm nc emerge balloon catheter for introduction alongside the guidewire, the guidewire was unable to pass through the catheter monorail exit. The procedure was successfully completed with another of the same device. No patient complications were reported, and the patient was stable post procedure. However, returned device analysis revealed outer lumen perforation.